Event description:
The fe reported the cine was not working intermittently and had a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.